Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 : device was not returned to manufacturing facility.

Event description:
It was reported that the blood transfusion "didn't look like it was moving" and supposed to run at was 165ml/hour. The pump was used for the entire infusion. The clinician sent it to biomed but unsure if the issue was root caused. The issue was reported to bd representatives during site visit. There was patient involvement but unknown harm.